Manufacturer narrative:
(B)(4) combined report. Additional information, including post primary and pre revision x-rays, operative notes, patient medical history, what the patient was doing at the time of the dislocation, whether the patient experienced any trips / falls post primary surgery, whether the patient followed correct post-op protocol and an update on the patient post revision was requested in order to progress with the investigation of this event, however, not all could be provided and thus the scope of the investigation was limited. It was stated that the dislocation was of the head from the liner and it had occurred when the patient was in flexion. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. It was found that all finished parts associated with these records conformed to material and dimensional specification at the time of manufacture. It was reported that the patient had experienced adductor issues and they had previously detached from the patient's greater trochanter, however, corin has not received any information to confirm this. The surgeon is said to believed that this is the main factor for the dislocation. Based on the above, no further investigation can be conducted and the root cause of this event could not be determined, therefore, this case is now considered closed, however, should any additional information be provided then this case may be re-opened for further investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Trinity revision of the ecima liner after approximately 1 year and 8 months due to dislocation.